Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, skin breakdown, bleeding and developed an infection at the implant site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.